Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right ventricular (rv) lead was suspected of dislodgement. The rv pacing impedance measurement decreased from 530 ohms to 290 ohms and the threshold increased from 0.4v at 0.4 ms to 1.3v at 0.4 ms. A chest x-ray was performed and the lead appeared less slack. A lead revision is scheduled for tomorrow. Subsequently, this rv lead was repositioned successfully. No additional adverse patient effects were reported. This device remains in-service.